Manufacturer narrative:
Other, other text: g3: switzerland. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an infusion of blinatumomab the set leaked from the filter. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: one sample received for evaluation. Visual inspection performed and found no damage or other defects were detected on the sample. Functional test performed and during the test a leak is present in the filter. The failure mode reported was confirmed. With the investigation performed, complaint was confirmed however failure cannot be attributed to manufacturing process. As per IFU cautions section leaking could occur if using solutions containing high levels of surfactants may cause fluid leakage through the air vent passage of the filter. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.